Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 is defective. Will give additional information as soon as it becomes available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained attached at the base of the hot jaw. Tissue and char buildup was observed on the jaws. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint for "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "bent-wire." Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that vasoview hemopro 2 is defective. Will give additional information as soon as it becomes available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.